Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event after taking a usual breakfast insulin dose and delaying the planned meal, leading to symptomatic hypoglycemia confirmed by a glucose reading of 54 mg/dl and transient loss of responsiveness at work. Symptoms included sweating, stumbling gait, difficulty communicating, and brief unconsciousness consistent with neuroglycopenia. Outcomes included self-treatment with oral carbohydrates, improvement without emergency medical services, and return to work the same day. Investigation included review of the event details, the reported glucose values, and user actions surrounding meal timing and insulin dosing. Investigation of this case revealed that the event aligned with insulin action unopposed by timely carbohydrate intake and user error in delaying the meal after dosing, with no device malfunction reported or suspected. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal timing after insulin administration.